Event description:
It was reported that during a total hip arthroplasty, when cementing the femoral canal using the stryker acm delivery system and stryker simplex cement, the cement gun "pusher" went through the plastic syringe which was holding the mix cement. The casing at the bottom of the cement gun was broke as a result. There was a limited amount of cement which had already been injected into the femoral canal and there was a concern that pieces of plastic may have fallen into the pts femur. Based on f/u x-rays, no plastic remains were found in the pt.

Manufacturer narrative:
The acm delivery system and the simplex cement which were used for a total hip arthroplasty were not returned to the MFR for eval. Sample units which were manufactured with the same lot were retrieved from storage and tested. The engineer was unable to recreate the alleged condition. Based on info gathered during previous investigations, as well as supporting photo documentation, it has been determined that there are user related issues such as the temperature in the operating room being higher that the recommended 70f which could have potentially contributed to the reported failure mode.